Manufacturer narrative:
Upon further review of the complaint, it was determined that the device was returned on (B)(4) 2016 as documented in the initial report. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and no failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The contact¿s phone number was not provided. The manufacturing location is currently not available. The device manufacture date is currently not available. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the air pen drive device ¿motor¿ failed in the deployment of the force in the patient's bone. The reporter stated that the device lost power and was expelled. It was further clarified that the air pen drive device lost power and the reciprocating saw attachment device became jammed, releasing the saw blade device. There was a sixty minute delay to the surgical procedure. A spare air pen drive device and attachment device were used to complete the surgery. The reporter confirmed that there was no allegation of malfunction against the saw blade device. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The reporter indicated that the status of the patient was in good condition. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device availability was inadvertently documented as returned. The device was not retuned for investigation. The date returned to manufacturer was corrected from mar 23, 2016 to no. Device evaluated by manufacturer and the evaluation code has been updated to reflect the change. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.